Event description:
A consumer reported that while injecting herself with a bd ultra-fine insulin pen needle, the needle broke off in her injection site. The consumer went to an urgent care facility where she received an x-ray and an ultrasound but the needle was not visualized. The following monday, the consumer went to (B)(6) where she had to drink iodine for an imaging study which was able to locate the broken needle. The consumer then had a surgery to remove the broken needle.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).